Event description:
Customer tested 489mg/dl and took 5 units r insulin. An unknown amount of time later, customer attempted to test but received an error. He went to the hosp, where he tested 800mg/dl and received an insulin IV. Requested return of suspect system and replacement was sent. Information suggests error occurred in the home.